Manufacturer narrative:
This report is submitted on april 20, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site (date not reported); clinical management is ongoing.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 20, 2018 was filed inadvertently. No serious injury has occurred. The patient did not experience an infection post implantation, the infection was evident prior to implantation.